Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An image of the permanent cautery spatula instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image was not clear to confirm the customer reported complaint. Additionally, the customer also provided an image of the instrument housing with no obvious damage. A review of the instrument log for the permanent cautery spatula instrument lot# n10210712 / sequence 0071 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2022 on system (B)(4). The alleged event occurred on the 8th use of the instrument. The instrument has 2 remaining usable lives with no subsequent use recorded. This complaint is being reported due to the broken pitch cable identified through failure analysis. This permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered the wire on the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up third party instrument and completed the procedure with no reported injury.